Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system secondary medication set under infused due to a ¿kink below drip chamber when the medication and tubing were place inside bags used to transport pre-mixed product.¿ unspecified solution was infused via a baxter pump. There was no further information reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.